Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - able to establish contact with customer's mother and stated everything is fine and satisfied with meter. Note: customer reported another device used in this event and it is reported in this MDR#. Report 2 of 2.

Event description:
Consumer reported complaint for e-5 and hi display. Mother is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of hi display using meter. The test strip lot manufacturer's expiration date is 08/29/2020 and open vial date is 06/19/2019.